Event description:
A pt reported experiencing inaccurate high results with a surestep meter. The pt's blood glucose results were 296 compared to the lab's 233 mg/dl. Tests were done within 10 minutes. Pt cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.